Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that shortly after the device replacement procedure, wound dehiscence was observed. The patient was diagnosed with an infection and admitted to the hospital. A system extraction of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was performed the following day. The patient will return at a later date for a new system implant. It was noted the products are not expected to be returned.